Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to gear 3.

Event description:
On 2016-02-25 the representative further reported the indication for use was spasticity. The patient did not experience any symptoms as a result of the motor stall tube set as the motor stall reportedly occurred during a pump update. The cause of the motor stall was not identified. The pump explant/replacement occurred on (B)(6) 2016. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider via the representative regarding a patient in (B)(6) who was receiving baclofen via an implantable for spasticity. The concentration was 2000 mcg/ml and dose was noted as flex at 321 mcg/day. The type was unknown. The lot number and concomitant medications were not obtainable. The implant date of (B)(6) 2011(B)(6) was reported as approximate as exact date was not known. The estimated elective replacement indicator noted 29 months. It was reported during device follow-up visit for a refill during pump updating the message "motor stall" appeared. The cause or what led to this event was reported as not known. The physician tried to program the pump again and the motor stall message still appear. No further diagnostic testing or troubleshooting occurred. A pump log was provided which indicated that the pump stalled on (B)(6) 2016 at 15:37 and a pump period may exceed tube set message occurred on (B)(6) 2016 at 15:37. Patient symptoms were not reported at this time. The issue was reported as unresolved at the time of the report the device status was implanted but out-of-service and was to be replaced with another pump in the future as the physician would reportedly plan a pump replacement "as soon as possible". The pump was then later explanted and being returned. Information not provided included the explant date, exact implant date, patient symptoms, and potential cause but have been requested. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).